Event description:
It was reported to philips that the system had turned off again during the operation, which could impact imaging. The system was in clinical use during the time of the reported malfunction. There was no harm reported. Philips has started an investigation of the complaint.